Event description:
Procedure details have not been provided. There was no further patient impact was reported.

Manufacturer narrative:
Corrected information was provided in sections: b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation the manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that ophthalmic tip exhibited no suction and suspecting something blocked inside tip. Procedure details and patient impact have not been provided.